Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. It was reported that during the final fastening, the set screw idled and did not break off. The same problem occurred after several attempts, so the screw was replaced. No patient symptoms reported. No further complications were reported/anticipated. Additional information was received from the rep that revision surgery performed not due to medtronic product malfunction. At the thread in the screw head (screw model# 25740018570), a damage was observed.

Manufacturer narrative:
H3: product analysis #(B)(4): part # 25740018570; lot # ca22e203 visual and functional inspection revealed no findings; part functions as intended. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.